Event description:
It was reported that a stent fracture occurred, requiring intervention. A 7x150, 130 cm eluvia stent was implanted on (B)(6) 2023, in a lower extremity artery. It was noted the target lesion had moderate in-stent restenosis and moderate in-stent calcification. During lower extremity angiography, a fracture was identified in the middle two-thirds of the stent. A 7mm ranger balloon was used to dilate the vessel and maintain lumen patency. There were no patient complications, and the patient was expected to fully recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.